Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the atrial lead was dislodged. Patient presented in the hospital for a revision procedure on (B)(6) 2021. During the procedure, the lead was attempted to be repositioned but failed to extend the helix. The lead was explanted and replaced. Patient was stable.